Manufacturer narrative:
Intuitive surgical, inc. (Isi) completed the device evaluation and replicated the reported complaint. Failure analysis (fa) found the instrument to have a dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage 0.106". No conductor wire damage or snake wrist damage was found. There was no bio debris found at the instrument tip. The knife slot test passed at 0.027". A review of the logs did not show any blade jammed failures. Fa found the secondary failure of failure during initialization to be related to the customer reported complaint. Based on log review of the logs, the instrument was found to have multiple homing failures during initialization. The instrument was placed on an in-house system and failed initialization. A dislodged blade was observed. After manually retracting the blade, the instrument was placed on the in-house system and passed initialization. The instrument passed cut and energy delivery tests. The instrument likely failed initialization due to the dislodged blade. Additionally, the instrument was found to have two dislodged ceramic dots from the grip tips. The dislodged ceramic dots were not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the vessel sealer extend instrument blade was exposed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no pieces of the instrument remained in the patient. It was unknown if the tiny ceramic dots fell out during cleaning or handling of the device, but the jaws were closed at the time the vessel sealer was removed from the patient.